Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2013 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).